Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and moderately calcified cephalic vein. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 2 atmospheres for 1 second, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.